Event description:
The medical facility reported that the equipment (i.e., erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical generator model vio 300 d (p.n: 10140-000 was used to treat watermelon stomach (gave) and arteriovenous malformation (avm) in both the stomach and duodenum. The patient had previously been treated with apc for the conditions. The procedure appeared to go smoothly. However, later the patient experienced problems of micro-tears believed to be in the duodenum. The patient underwent surgery but the perforation could not be located via x-ray or during the surgery. Therefore the patient was sent to the ICU.